Manufacturer narrative:
Internal report reference number: (B)(4) . Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products did not resolve the initial concern, and he was concerned with high blood glucose test results: internal report reference number (B)(4) .

Event description:
Consumer reported complaint for hi blood glucose test results. Friend is calling on behalf of the customer. The customer's expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix air meter. The test strip lot manufacturer¿s expiration date is 05/21/2025 and open vial date is (B)(6) 2023. The meter memory was not reviewed for previous test result history.